Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 29jul2019. The product support engineer (pse) found confirmed that the air feeding pressure was out of the allowable range. Pse replaced the flow sensor assembly to resolve the reported issue. Unit was tested and passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the air pressure was out of the allowable range. There was no patient involvement.